Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject otv-s300 and the subject ltf-s190-10 were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject otv-s300 and the subject ltf-s190-10 and found that the reported phenomenon could not duplicated. When omsc attached the subject ltf-s190-10 to the spare otv-s300 and the spare otv-s190 owned by olympus and found that the reported phenomenon could not be duplicated. As a result of disassembly of the subject device, it was found that the cable sheath near the joint of the image sensor and the image sensor unit cable was peeled off inside the bending section, and the shielded wire was exposed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon occurred since the image sensor unit cable was short-circuited or broken at the part where the cable sheath of the image sensor unit cable was peeled off. Omsc surmised that the cable sheath was peeled off due to the following cause. - due to external stress such as inserting and removing the insertion part diagonally to and from the trocar, an unexpected stress was applied to the image sensor unit cable.

Manufacturer narrative:
A local field service engineer checked the subject ltf-s190-10 and the subject otv-s300 at the facility and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic gastrectomy with ltf-s190-10 and otv-s300, the image disappeared, and the color bar appeared on the monitor. An error did not occur. The user restarted otv-s300, but the image did not come to normal. The user replaced the system including ltf-s190-10 and otv-s300 with another system to complete the procedure. The procedure was interrupted for about 15 minutes. There was no report of patient injury associated with the event. After the procedure, the user turned on otv-s300 but the touch panel of the subject device did not work. This is a report for ltf-s190-10.